Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unknown bd emerald device there was an issue with a broken tip. The customer stated ¿one of the staff nurses was using a 5ml emerald syringe to aspirate blood prior to taking a blood gas from an arterial line when the tip of the 5 ml syringe broke off inside the red arterial bionector. This was a bit messy as blood poured out of the bionector as it was open with the tip inside it. The nurse quickly turned the access port to lock and removed the bionector, both parts were retained for evaluation.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation we have been provided with a picture of the affected sample. Visual inspection of the returned picture presented the tip of one syringe broken. That confirmed the reported issue. Bhr review: we were unable to review the device history record as the lot number for the affected device is unknown. Root cause analysis: the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Confirmation the returned picture of the sample presented the reported issue. We could confirm the reported issue. CAPA determination based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.